Event description:
A malfunction was reported on a pump, although no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level as they had been using manual injections for weeks due to other ongoing procedures. Technical support provided information on resetting the pump and assisted the caller in doing so, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction reoccurred. The caller acknowledged and understood the instructions.